Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two pieces. Visual examination found one full breach insulation degradation exposing the outer coil at the distal region. The cause of the reported events was isolated to the exposure of the outer coil in the degradation zone. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. Visual and x ray examination did not find any other anomalies with the exception of procedural damage.